Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer, and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 50710200) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and also interrupt the period of limitation to reserve the right to hold the company liable. Batch no 50710200. Lot number:50710200. Manufacturing date: 2013-01. Expiration date: 2016-01 -31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 50710200) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and also interrupt the period of limitation to reserve the right to hold the company liable. Most recent follow-up information incorporated above includes: on 20-jul-2021: the essure lot number was received and a new reporter type (lawyer) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("(chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. 50710200). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("(chronic) pain in the back"), arthralgia ("(chronic) pain in the hips"), headache ("(chronic) pain in the pain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("change in their menstrual cycle (abnormally heavy blood loss)"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: after essure, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and also interrupt the period of limitation to reserve the right to hold the company liable. Batch no: 50710200, lot number: 50710200, manufacturing date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("(chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. 50710200). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("(chronic) pain in the back"), arthralgia ("(chronic) pain in the hips"), headache ("(chronic) pain in the pain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("change in their menstrual cycle (abnormally heavy blood loss)"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: after essure, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and also interrupt the period of limitation to reserve the right to hold the company liable. Batch no: 50710200. Lot number: 50710200. Manufacturing date: 2013-01. Expiration date: 2016-01 -31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: event medical device removal updated to (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss, concentration problems, change in their menstrual cycle (abnormally heavy blood loss), hormonal problems, allergic reactions, early menopause. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and also interrupt the period of limitation to reserve the right to hold the company liable. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.